Event description:
While transporting a pt to the hyperbaric treatment area, a nurse was pushing the gurney and the hbo tech was pulling from the foot end of the stretcher assembly. The stretcher pulled off the gurney enough for the pt weight to cause the stretcher to tilt to the floor and the stretcher angled down, hitting the floor while the opposite end of the gurney came off the floor. There was no injury to any of the personnel or to the pt. The stretcher was replaced on the gurney, latched and then the pt was placed back on the stretcher and taken for treatment.

Manufacturer narrative:
Customer indicated that the stretcher latch was not checked before the large pt was placed on the stretcher and due to the weight of the pt, he assumed the entire gurney was moving when he pulled on the foot of the stretcher, when in fact, only the stretcher was moving. The gurney was being used for transport from the pt room, which is not in accordance with ifus. Ref: stryker gurney operation manual, p/n 100245 rev. 2., (warning: "the stretcher release latch must be locked in place to prevent movement of the stretcher when pts are loaded or unloaded from the stretcher. Sechrist gurney part number 21487 [21464p] should be used only to move pts into and out of a chamber and is not for general transport.) Ref method - the event could have caused injury to pt or attendants. Results - there was no product malfunction. Considered to be user error in not following ifus. Conclusion - this is the first report of such an incident involving the stretcher.